Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer's blood glucose was 359 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.